Event description:
Reportable based on analysis completed on 30 sep 2013 it was reported that the stent was unable to cross the lesion. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. The lesion was pre-dilated with 1.5 x 20mm unspecified balloon catheter. A 3.50x32mm promus element plus stent was selected to treat the lesion. The device was unable to cross the lesion due to severe calcification and tortuosity of the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at 12cm from the manifold strain relief. An examination of the crimped stent identified that the stent was pinched at the two locations near its mid-section. As a result the stent struts were lifted and misaligned. No other damage was visible. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).